Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed creatinine test result was obtained on two different patient samples from an atellica ch 930 analyzer. There were no reports of instrument errors and quality control (qc) test results were acceptable at the time of the event. Siemens is investigating.

Event description:
One falsely depressed creatinine test result was obtained on two different patient samples from an atellica ch 930 analyzer. The initial test results were released to the physician(s). The same samples were repeated twice on an alternate analyzer and the repeat results were released as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00146 was submitted on 13-may-2022. Additional information (09-jun-2022): siemens reviewed the available information and concludes that pre-analytical variables that may affect the quality of the sample cannot be ruled out as a contributing factor to the event. The cause of the falsely depressed creatinine (ecre_2) test results is unknown. The analyzer is performing within specifications. No further evaluation of the analyzer is needed. Section h6 adverse event problem codes were updated.